Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During the procedure, while inserting the dilator into the hub, the dilator did not insert into the flexor ansel guiding sheath but came out the side between the hub and the sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Event evaluation: a functional test along with a review of complaint history, manufacturing instructions, quality control and a visual inspection of the returned sheath and dilator was conducted during the investigation. Upon visual inspection of the check-flo valve, the valve appeared to be dislodged or seated inadequately in the cap. The valve was disassembled, and the silicone disc had been ripped at the edge. This was most likely due to the disc being dislodged allowing the dilator to puncture it when it was inserted into the check-flo body. There is no evidence to suggest that the device was not made to specification. The valve could have been dislodged upon inserting the dilator, however, the root cause could not be definitively determined. Quality engineering risk assessment was used to assess the risk of this failure mode, and it was determined that the risk remains acceptable. No further action is required. The appropriate internal personnel have been notified, and we will continue to monitor for similar complaints.

Event description:
During the procedure, while inserting the dilator into the hub, the dilator did not insert into the flexor ansel guiding sheath but came out the side between the hub and the sheath. A section of the device did not remain inside the patient's body. According to the initial reporter, the patient did not require any additional procedures nor experience any adverse effects due to this occurrence.